Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of a door that will not fully latch. During evaluation unit experienced door not fully latched messages due to a failed upper link switch. The upper auxiliary assembly will be replaced.

Event description:
It was reported that a pump has a door not fully latched message. It was also reported there was no patient injury.